Manufacturer narrative:
Service was not dispatched as the customer resolved the issues through system troubleshooting. (B)(4).

Event description:
The customer reported approximately three milliliters of diluent leaked at the left of the blood sampling valve (bsv) and white blood cell (wbc) vote-outs were obtained on patient samples involving the coulter lh 750 hematology analyzer. The fluid was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted and no erroneous results were released from the laboratory. There was no patient consequence associated with this event. The facility has an exposure control or risk management plan in place. During system troubleshooting, the customer discovered the differential sample line at the bsv, that connects to shear valve 85 (cvl85/126), had come off. The customer replaced the tubing and resolved the fluid leak and the wbc vote-out issues. The instrument was returned to normal operation.